Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient's wound did not heal and was infected, the system was removed. Patient was stable after the procedure. Device system was later replaced.